Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('post essure/ pelvic pain / pelvic pain chronic') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain / back pain chronic"), medical device pain ("stabbing pain at implant site"), depression ("depression"), insomnia ("insomnia"), tooth disorder ("dental problems"), migraine ("migraines"), abdominal distension ("bloating"), constipation ("constipation"), dyspepsia ("heartburn"), dysmenorrhoea ("painful periods"), ovulation pain ("painful ovulation"), dyspareunia ("painful intercourse"), varicocele utero-ovarian ("varicose veins in fallopian tubes"), bone disorder ("bone deterioration"), arthritis ("arthritis"), visual impairment ("vision problems"), bladder injury ("post hysterectomy damage to bladder"), urinary tract infection ("continuous utis") and kidney infection ("continuous kidney infections") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy - lost of uterus, cervix and tubes). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fatigue and back pain had resolved and the medical device pain, depression, insomnia, tooth disorder, migraine, abdominal distension, weight increased, constipation, dyspepsia, dysmenorrhoea, ovulation pain, dyspareunia, varicocele utero-ovarian, bone disorder, arthritis, visual impairment, bladder injury, urinary tract infection and kidney infection outcome was unknown. The reporter considered abdominal distension, arthritis, back pain, bladder injury, bone disorder, constipation, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, insomnia, kidney infection, medical device pain, migraine, ovulation pain, pelvic pain, tooth disorder, urinary tract infection, varicocele utero-ovarian, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: depression, insomnia, tooth disorder, migraine, weight gain, constipation, heartburn, painful periods, ovulation pain, painful intercourse, tubo-ovarian varicocele, bone disorder nos, arthritis, visual disturbances, bladder injury nos, recurrent urinary tract infection, kidney infection nos, pelvic pain female and chronic back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the events stabbing pain at implant site, depression, insomnia, dental problems, migraine, bloating, weight gain, constipation, heartburn, painful periods, painful ovulation, painful intercourse, varicose veins in fallopian tube, bone deterioration, arthritis, vision problems, post hysterectomy damage to bladder, continuous utis and kidney infections were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('post essure/ pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adverse event ("other issues"), fatigue ("fatigue") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, adverse event, fatigue and back pain outcome was unknown. The reporter considered adverse event, back pain, fatigue and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, back pain, fatigue, adverse event nos quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: events medical device removal pt was updated to pelvic pain , back pain , fatigue, other issues were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('post essure/ pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, fatigue and back pain outcome was unknown. The reporter considered back pain, fatigue and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, back pain, fatigue, adverse event nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.